Manufacturer narrative:
H3 other text : the device has not returned to the manufacturer for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged black debris in the bottom of humidifier/reservoir and it is in floating state. In addition, the patient reported bi-lateral breast cancer, breathing issues, pvc's, racing heart, throat tightness or squeezing, and choking. The patient had appointments with pcp, cardiologist, pulmonologist, neurologist, pulmonary test, x-rays, scans, echocardiograms, ekgs, endoscopy, biliary test, and ultrasounds. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.